Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they were experiencing a high blood glucose level of 480 mg/dl. The customer mention having hospital visit for clogged arteries in his legs and he had stents put in his legs. The was prior to the high blood glucose . The customer reports no symptoms related to their high. The customer treated for the high blood glucose with manual injection. Troubleshooting was performed and noted trouble during prime. The customer states having unexplained high blood glucose for the past 2 month. The customer was advised to change set, reservoir and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.